Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 85-90% stenosed target lesion was located in a mildly tortuous and non-calcified coronary artery. A 3.50x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion and the stent dislodged. The dislodged stent was snared and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The batch number was not available as the hub was not returned. The stent was severely damaged with struts distorted and stretched proximally on the outer extruded shaft. There were stent struts on the distal end that were stretched over the markerband. The bumper tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was a kink in the center of the balloon. A visual and tactile examination found several hypotube kinks. There was also a hypotube separation 910mm from the midshaft bond. The proximal end of the device including the hub and a portion of the hypotube were not returned for analysis. The hub and portion of the hypotube were not returned. A visual and tactile examination found stretching, damage and several kinks throughout the midshaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 85-90% stenosed target lesion was located in a mildly tortuous and non-calcified coronary artery. A 3.50x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion and the stent dislodged. The dislodged stent was snared and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.